Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 13aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer clarified that the device was acting as intended from an update of software. The activation code was required to allow the high flow test upgrade to function. This upgrade was then activated. No repair was required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's setting of high flow test does not appear. The customer reported there was no patient involvement.